Event description:
A malfunction was reported on the pump. The customer's blood glucose level was recorded at 586 mg/dl. The customer used a correction injection via multiple daily injections to address the high blood glucose level. Technical support provided information and assistance to reset the pump, but the malfunction code recurred, leading to the decision to replace the pump, which was out of warranty.